Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -03.50 diopter implantale collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced low vaulting and refractive surprise. On (B)(6) 2022 the lens was exchanged with a longer length lens but the problem was not resolved. See MFR# 2023826-2022-04176 for replacement lens claim.